Event description:
It was reported that during a cadaver laboratory, it was discovered that the motor device was running hot. There was no human patient involvement as the device was used for cadaver purposes only. There were no reports of user injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed safety assessment as the device was power broken. It was determined that this was due failure to a follow the directions for use and running the device in the safe or load position. It was further determined that this type of damage can cause heat from the paws rubbing the inner housing. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.